Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, display issues occurred. During preoperation outside of the patient the physician connected an advancer and burr to the console but the rotablator console display was not displaying rpms. The procedure was not completed due to this event. No patient complications were reported..

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, display issues occurred. During preperation outside of the patient the physician connected an advancer and burr to the console but the rotablator console display was not displaying rpms. The procedure was not completed due to this event. No patient complications were reported..

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the void seal broken and the rubber feet bent. The console was tested using a gold foot pedal and rotalink 1.75 mm burr. The rotational speed in dynaglide mode was 75 krpm; the maximum turbine rotational speed reached was 223 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).